Event description:
The patient reported experiencing elevated blood glucose of 28-35 mmol/l (504-630 mg/dl) for 4 days. She stated the infusion device did not deliver the basal rates and no alert or error message was displayed on the infusion device. After 4 days e6 (mechanical) error was displayed on the infusion device. She injected insulin via pen to lower her blood glucose. To troubleshoot she changed the battery, infusion set, and insulin cartridge and was unable to clear the error. She switched to a previous infusion device. No further info is available. The patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.